Event description:
It was reported that insulin leaked from the reservoir. The customer's mother observed the leaking after filling the reservoir. The reported blood glucose reading was 173 mg/dl. Nothing further was reported.

Manufacturer narrative:
The reservoir leaked due to damaged o-rings and a deep grove between the o-rings.